Event description:
It was reported that during an laparoscopy-assisted distal gastrectomy procedure, the grasped tissue fell out of the jaws before opening the jaws with the manual release button at the third stroke of the first firing. The device stapled without any problem. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Shroud separation. Eval summary - the analysis results found that one ec60 device was returned with the handles open, the 3 indicator stroke broken and with out reload present. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became damaged; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.